Manufacturer narrative:
(B)(4) (cuvette lot# g1jpt127). Actual device not evaluated. Device history record for cuvette lot reviewed and met specifications. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports discrepant results with hemochron jr system. Results higher than lab values are occurring in multiple instruments with this lot. No adverse event reported.